Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer was tested on the contour next link and received a blood glucose reading of 49mg/dl. The child was then tested on a different system and the reading was 257mg/dl. There were no symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The parents disposed of the strip bottle, so no information could be obtained, and strips were not expected to be returned. A new meter was sent to the customer.